Event description:
The user facility reported to terumo cardiovascular systems that during endoscopic vein harvesting procedure, there was an issue with a new bipolar cord. The product was changed out. The surgery was completed successfully without delay.

Manufacturer narrative:
Terumo did not receive the actual device for investigation; therefore, testing was carried out on a reserve sample device. It is likely that damage sustained to the cord caused the event. (B)(4).